Event description:
At scheduled follow-up on (B)(6) 2012, the text information stored in device memory and displayed in patient data screen was found not readable (special character instead of letters and numbers were displayed). Patient data was entered again and stored in the device memory again (by using the prog button). Preliminary analysis showed that the other provided data are normal.

Manufacturer narrative:
(B)(4) 2012: this event concerns a device that was manufactured and used outside the united states. The device model involved in this MDR report is not approved in the u.s.: however, it is similar to paradym rf crt models approved under p060027. Analysis is pending.